Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no known pt ill effect. There is a sample available for eval.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, a paper investigation was completed and indicated that there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.